Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the pacing function did not work while in use on a patient with associated pacer error codes (errors 30002 and 4000). The users switched to a different device to deliver therapy to the patient. Several hours later the involved patient died, however, the customer has stated that the device behavior did not impact the patient outcome.